Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following implantation of an intraocular lens (iol) the patient experienced +4.00d hyperopic surprise. In surgeons opinion the problem can be in labelling - iol has a different dioptric power than is marked on the package. Additional information could not be obtained as the reporter is unwilling to follow-up.

Manufacturer narrative:
The product was not returned for analysis. The root cause is deemed to be manufacturing related. Incorrectly labelled product was released. Internal investigation was raised as part of this investigation. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Correction g.3: supplemental medical device report (smdr) #01 manufacturing report number 9612169-2022-00162 is being filed to correct the g.3 date on the previous medical device report, filed earlier. Incorrect date of 13-mar-2022 is being corrected to 10-mar-2022. The manufacturer internal reference number is: (B)(4).